Event description:
It was reported that the customer could see visual alarms, but there was no audio. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A philips product support representative (psr) confirmed the reported issue. The issue was caused by the speaker cable not being plugged into the personal computer (pc), which was resolved by reconnecting the cable. This is considered a product malfunction; the cause of the disconnected cable was not determined.